Event description:
It was reported that the patient was experiencing changes in stimulation with posture. It was also noted that the ipg was in hibernation upon revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.